Event description:
The reporter indicated that the pt was being hospitalized because pt was found to have moderate respiratory distress and stridor. The pt's voice does not appear to be hoarse. Further follow-up revealed that the pt was hospitalized for further testing and observation. The pt reported that over the last month, pt has had more difficulty with their breathing. Over the last couple of days, the breathing has become even more difficult and it is "noisy." The pt has not lost weight or had any recent trauma. The pt was examined by a pulmonologist and he noted some upper airway audible/stridorous breathing. The flow volume loop was consistent with an upper airway obstruction. The pt denied pain, dysphagia or dysphonia. The results concluded that the pt has moderate respiratory distress, with a stridorous breathing. The pt normal with regard to nutrition and development. The pt's ability to communicate is normal and pt does not appear hoarse. Examination of the larynx revealed an upper airway obstruction at the glottic level, secondary to a functional vocal cord disorder/vocal cord paresis bilaterally. The pt's primary care physician recommended that the pt continue to work with the speech pathologist. The physician indicated that intermittently, the pt has a tendency to adduct the vocal cords but with relaxation, pt is able to abduct these vocal cords and breathe comfortable. The possibility of a direct laryngoscopy under general anesthesia to rule out any other reasons for the vocal cord disorder may be considered. The pt's seizures are well controlled with vns therapy. The pt's treating neurologist reported that the breathing problem is not related to the vns therapy.